Event description:
The customer reported via phone call that they had a test failure alarm on the insulin pump. Customer stated the alarm occurred twice in one week. The customer's blood glucose was unknown. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.